Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the full lead was returned and analyzed. Blood/body fluid was present in the distal conductor (not obstructed) at electrode end and helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported during the implant procedure, position difficulty was encountered. Consequently, this lead was removed and replaced without incident. No patient complications have been reported as a result of this event.